Event description:
Tips on both devices broke off inside patient. The first tip was retrieved. The shoulder was irrigated but the 2nd tip could not be found. The case did finish without further incident. Sales rep who was in the operating room reports that jaws would not close because the cuff was abnormally thick, doctor took suture in two passes half and half. Reps opinion needles broke due to the fact that the cuff was too thick.